Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem occurred due to a fault on the power adapter for the unit (dvi matrix sw) that controls divided images on the large-screen monitor. Review of the system log file shows a video switch reconnection failure and confirmed the flex vision hardware malfunction. The fse replaced the power adapter. After replacement of the power adapter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that during examination nothing was displayed on flexvision, and switching not possible was displayed on the xper module. Restarting the system also did not change the situation. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the problem occurred due to a fault on the power adapter for the unit (dvi matrix sw) that controls divided images on the large-screen monitor.the fse replaced the power adapter and that returned the system to use in good working order.